Event description:
It was reported that the pump had flipped. An x-ray was done. It appeared that the pump was not sutured down and there was not a pouch. The patient reported some weight gain and it was located in a "panis roll." Also they attempted to fill the pump by accessing the reservoir but was unsuccessful. A revision was done, the pump pocket was opened and the pump flipped and was tacked down. Patient's status at the time of review was "alive-no injury." The pump was delivering lioresal. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).